Event description:
It was reported that the patient went to the hospital due to a patient alert. The right ventricular (rv) lead showed noise and oversensing. The lead is scheduled to be replaced. No patient complications have been reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.